Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient was pre-operatively diagnosed with degenerative disk disease l4-5, l5-l6, l6-s1 and underwent the following procedure: l5-s1 anterior interbody fusion, expiration l5-6 interbody fusion, with anterior interbody fusion with identified nonunion and motion present at l5-6, l4-5 anterior interbody fusion. Operative structure was with peek, rhbmp-2/acs. All plates were synthes anterior plates. Indications: the patient presented with chronic intractable back pain status post multiple 3-4 discectomies right status post l5-6 fusion. The patient with transitional anatomy. The patient with intractable back pain and leg pain. As per the op notes: ¿anterior-posterior orientation endplates were identified after which generous block discectomy was carried out at l5-s1 using 15 blade, pituitary rongeurs and curettes. Sequential distraction was carried out after which the block distractor was engaged. Final end plate preparations were carried out after which trail was placed. Graft with rhbmp-2/acs and dbm was inserted with good insertional torque. At l5-6 there was a previous posterolateral fusion. Disk was incised. There was visible motion with the cobb elevator in the anterior column. The interbody graft was drilled posteriorly to make room for the future peek graft. After satisfactory preparation of the end plates, impaction of the block distractor with obvious motion being demonstrated on multiple occasions, a 10 mm graft was inserted per dbm and rhbmp-2/acs.¿ patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.